Manufacturer narrative:
On 24-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and a "chunk" of char was found around the tip. It was reported by the caller that when the ablation catheter was removed from the body at the end of the procedure, there was "a good chunk" of char noted. The caller noted that the char was about a millimeter or two around the tip. No patient consequence reported. The caller stated there were no errors displayed on the ngen generator.

Manufacturer narrative:
It was reported by the caller that when the ablation catheter was removed from the body at the end of the procedure, there was "a good chunk" of char noted. The caller noted that the char was about a millimeter or two around the tip. No patient consequence reported. The caller stated there were no errors displayed on the ngen generator. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no char residues on the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).